Event description:
Technician had inserted IV catheter. When he began to flush it with normal saline, it leaked where the catheter connects to the hub of the device. Catheter was removed and another reinserted in patient to complete the procedure. Device is available for pick up by company representative for investigation.